Event description:
Boston scientific received information that this pulse generator and left ventricular (lv) lead exhibited a high out-of-range pacing lead impedance measurement greater than 3,000 ohms. There was no lv capture or sensing noted. The lv lead was surgically abandoned and successfully replaced. The device was replaced as well due to normal battery depletion. Additional information received indicated that the cause of the observation was not determined. Further investigation revealed that this device does not have an lv port and is not capable of biventricular pacing. Furthermore, a field representative confirmed that the device was used in biventricular pacing with the lv lead plugged into the right atrial (ra) lead port of the device. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. However, the notes section of the patient data screen states off label bi-v ICD due to lv lead in ra port.

Event description:
--